Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 10 pen ndl 32g 4mm 90 CT mail order only were unable to deliver medication and difficult to prime during use. The following was reported by the initial reporter: "it was reported that the pen needles were clogged. Verbatim: consumer reported found from this one box 10 pen needles needles clogged during the flow check - informed consumer of proper placement of non patient end lot # unknown discarded the box and paper tabs"

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Event description:
It was reported that 10 pen ndl 32g 4mm 90 CT mail order only were unable to deliver medication and difficult to prime during use. The following was reported by the initial reporter: "it was reported that the pen needles were clogged. Verbatim: consumer reported found from this one box 10 pen needles clogged during the flow check - informed consumer of proper placement of non patient end lot # unknown discarded the box and paper tabs"